Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 20 mg/dl and 300 mg/dl within 10 minutes and also readings of 20 mg/dl and 164 mg/dl within 10 minutes. The results when plotted on a parkes error grid both fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retain test strips. Visual inspection was performed on the returned meter and no issues were observed. Control solution testing was performed and no issues were observed. All results were within range specification and no errors were observed during testing. No malfunction or product deficiency was identified. The reported test strips have not been returned and a valid strip lot number was not provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle test strips and there were no tripped trends that indicate any potential product-related issues related to this complaint. If the reported test strips are returned, an investigation will be performed.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 20 mg/dl and 300 mg/dl within 10 minutes and also readings of 20 mg/dl and 164 mg/dl within 10 minutes. The results when plotted on a parkes error grid both fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.